Event description:
The customer reports that during a wound closure procedure, the staples are not penetrating the skin or they do not come out of the gun. Per the pa, two staples are fired initially before firing on patient. They had placed six staples that had to removed and the area sutured. No adverse patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. The analysis results confirmed that the device was returned in good visual condition and fully functional. When tested for functionality the device fired and formed the remaining staples as intended. The device fired without any difficulties and the staples were note to have the proper box shape. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.